Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00814, 0001822565-2018-00817.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to inflammation.

Manufacturer narrative:
Concomitant medical products- femoral component option size g left compatible with lpsflex prolong catalog # 00596401751 lot# 62546611; tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces catalog # 00598005701 lot # 62531258.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.